Manufacturer narrative:
(B)(4). Citation: nye p, (2013), retrieval of an intravascular coil using a wire-trapping technique, cardiovascular and interventional radiology, v3 (3) pp s286. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The following product problem was reported in an abstract notation: a 0.018 micronester coil was partially deployed within an intercostal artery for treating active arterial hemorrhage, leading to the risk of nontarget embolization. A 0.018 wire was advanced alongside the coil within the catheter, trapping the coil and successfully removing it from the patient ((B)(6) 2013). Product specific information was not provided. Additional information has been requested from the reporter; however, as of the date of this report, no information has yet been provided. Attempts to contact the reporter are ongoing. The customer has not indicated that the product will return for evaluation.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, documentation, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The device is shipped with instruction for use (IFU) which notes: embolization microcoils should be positioned with particular care. Microcoils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the microcoils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel. This investigation cannot eliminate any possible causes for this event such as product handling, other device compatibility, human anatomy, other device failure, medical procedure, device failure, or manufacturing related causes. With the information provided, which lists incorrect deployment and non-target embolization, it is feasible to list product use and handling as the possible contributing cause to this failure. If more information becomes available in the future, the complaint will be reopened and re-evaluated. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.